Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved an unspecified plum infusion pump in which the customer states that the device usually alarms ¿low battery¿ or ¿depleted battery¿ but on this occasion it did not before shutting down without notifying the nurses. The customer stated that when running on battery the duration is short and that the duration between ¿¿low battery¿¿ and depleted battery¿¿ alarm is short. It was not reported if this occurred during infusion or not; no harm was reported as a consequence of this event.